Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 29 months after the implantation the patient felt dizzy. Interrogation revealed evidence of oversensed ra/rv noise which could be reproduced. The patient has complete heart block and is pacemaker dependent. There was also evidence of low out-of-range ra impedance measurement. It is not clear if the reported lead is a ra or rv lead. A lead revision was scheduled. Should additional information become available this file will be updated.